Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket/510(k): k103751, k110122.

Event description:
It was reported that tip damage occurred. A 4.0 x 100, 135 cm mustang balloon catheter was selected for use. During insertion into the guide catheter, it was noted that the tip has a beveled cut. The device was not used in the patient and the procedure was completed with a different device. There were no patient complications as a result of this event.